Event description:
Pt's initial: (B)(6). Date of awareness: 07/09/2024. Provider rems ID: (B)(6). Reporter: provider. Hospitalization start date: na. Hospitalization end date: na. Date of death: na. Causality: unk. A 60 yo male on ambrisentan, tadatil and treprostinil for pah(pulmonary arterial hypertension). Upon routine chart review, provider noted pt with past medical history significant for pulmonary hypertension on IV treprostinil through tunneled rij(right internal jugular), presented at ed(emergency dept) (B)(6) 2024 for evaluation of leaking central venous catheter. Pt was discharged home in stable condition. No change in pah medications noted.